Manufacturer narrative:
The preloaded insertion system and the intraocular lens were returned to the manufacturer for evaluation. Visual inspection of the return sample revealed that the cartridge was received fully engaged into lower body of the preloaded device. The plunger component was observed in a fully advanced position. Visual inspection of the intraocular lens revealed that the lens was received outside of the preloaded system. A broken haptic was observed. The preloaded system was visually inspected under a microscope. No lens was observed stuck inside the preloaded device. Lubricant residue was also observed in the cartridge tip. There were no defects observed inside the cartridge tube that could lead to the lens stuck in cartridge and broken during surgery. Additionally, no defects were identified in the plunger/pushrod tip that could impair the functionality in the preloaded device. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. The units were released in compliance with the product intended use as required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon proceeded to push the plunger to the black line, it didn't click. The haptic was stuck in the cartridge. The surgeon removed the lens and replaced it with a another lens of the same model and diopter. There was no incision enlargement or suture used. There was no patient injury reported. No further information was provided.